Event description:
It was reported that a power source alert occurred. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by ensuring the charging cable was properly plugged into a wall adapter, and no further assistance was required as the pump began charging.